Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she was not able to turn her stimulation up. It was noted that the patient had not used the stimulation for 1.5 years as her pain control had been great. It was mentioned she had a fall from a truck bed in 2019. When the stimulator was interrogated contacts 0-4 were found to all be above 40000 ohms. The patient was reprogrammed around the bad contacts and was able to get good coverage. The physician was informed and stated that no revision was needed if the patient had good coverage. The issue was resolved at the time of the report. No patient symptoms reported.